Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The needle valve of scavenging system was cleaned, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed ' high peak' and 'sustained patient airway pressure'. There was no report of patient involvement.